Event description:
The complaint was reported as: the unit was not recognizing the temperature probe.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was rec'd for eval. A visual exam was performed and no issues were observed. Functional testing was performed and the unit passed all tests. The unit was prepared for a modified functional bench test. Where an adult breathing circuit (product code 880-36kit) and a dual temperature probe (product code 380-89) was connected to the unit for a modified real time operational scenario. The unit successfully negotiated all pre-operational self-tests and was functioning real time. The unit functioned w/out interruption. Based on the functional testing, the complaint could not be confirmed. The unit functioned as intended.